Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
It was reported to ventec that the device alarmed and began continuously rebooting by itself. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. The patient's caretaker/wife was able to place the patient on his backup vocsn for support. No further details about the patient or the event were provided. Ventec has attempted to obtain additional information about the patient and the event, but no response has been received.